Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) is experiencing issues with the device. The patient will be undergoing a procedure unrelated to the device that will determine if a future revision is necessary. There were no reported patient complications, but a revision procedure is anticipated.

Manufacturer narrative:
Updated b5 describe event, h6 patient codes, h6 impact codes, and h6 evaluation conclusion codes.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) is experienced recurring incontinence as a possible result of urethral atrophy under the cuff. The patient had a cystoscopy to confirm that the device could be replaced and underwent surgical intervention the next day to replace it. The physician confirmed there were no device issues. There were no additional patient complications reported.